Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
It was reported that there was an intermittent force bridge error message.no patient injury was reported.

Manufacturer narrative:
Device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual inspection confirmed that the device tamper seal had not been removed. The right plunger case was noted to be cracked. Functional evaluation included a check of force sensor calibration. The force sensor readings were found to be unstable. Results: the customer reported problem was duplicated as the investigation found that the force sensor readings were not stable. Error code for the force sensor bridge test was found in the event history log. Root cause of the reported issue could not be determined as no damage was found to the external cable. The cracked right plunger cable along with all the plastic parts of the plunger head were replaced after which delivery tests were successfully passed. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during review of the service and repair records., corrected data: d4: correction: model number: 3500, e4: correction: initial reporter sent to FDA: unknown.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 20-may-2022 via email and attached to complaint object: force bridge sensor test was found during preventative maintenance.